Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 6 and 7 had failed to open. A field service engineer (fse) found that auxiliary full-height drawers 6 and 7 had failed to open. Upon arrival, no faults were found, and both drawers opened normally. The station was powered off, and row board connectors for both drawers were reseated, no objects or bad rails were detected. Multiple hardware test application tests passed successfully, and the pharmacy technician completed inventory of medications in the drawers. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 6 and 7 were not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.